Event description:
Pt suffered dislocations 48 hours after surgery. The pt was placed in a spica cast for four weeks and then in an abduction brace.

Manufacturer narrative:
The pt's implant was revised on (B)(6) 2011. Reference MDR 3005751028-2011-00068.